Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that it is giving battery warning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that it was detected that the system gave both battery warning and physical impact. Device was in clinical use but no reported user or patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.